Manufacturer narrative:
Additional devices listed in this report: catalog: 1235-2-502 description: restoration (tm) adm. Cup w/ha lot: g2954497. Catalog: 6570-0-028 description: delta v-40 ceramic head 28/-4 lot: 41010504. Catalog: 6020-3535 description: accolade 132 size 3.5 lot: 40621706. An event regarding patient pain involving an adm liner was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar events for the reported lot but it relates to the same patients previous complaint of pain. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
(B)(6) study patient (B)(6) received hip replacement left on (B)(6) 2013. Patient reports pain, discomfort and numbness at the scar of hip surgery. Patient reported pain in the past and was prescribed physiotherapy, without good result, there is a psychological component to the complaints. There is no problem with the implant, there is no infection at the level of the wound. A surgical procedure will be planned to treat the scar tissue cosmetically.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Adm-x3 study patient (B)(6) received hip replacement left on (B)(6) 2013. Patient reports pain, discomfort and numbness at the scar of hip surgery. Patient reported pain in the past and was prescribed physiotherapy, without good result, there is a psychological component to the complaints. There is no problem with the implant, there is no infection at the level of the wound. A surgical procedure will be planned to treat the scar tissue cosmetically.